Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. Service could not duplicate the reported condition; the device passed all tests per procedure. The pump head module was replaced as a precaution. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.

Event description:
The facility representative contacted a baxter (B)(4) to report a colleague infusion pump with failure code 814:04; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.